Event description:
Adverse event(s): "fiber in the eye" (foreign body, removal of). Product problem(s): "darkish blue fiber" (foreign material present in device). The customer reported: she found a darkish blue fiber in the eye at the end of the procedure. She also, stated there was a fiber stuck in between the ia tip. Both were bluish color and like a nylon or thickish texture. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).